Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. During revision, a lack of lead slack was observed on the rv lead and right atrial (ra) lead. The rv lead and ra lead were successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.